Event description:
It was reported that an undefined malfunction alarm occurred. There was no reported impact to customer's blood glucose. Reportedly, the customer agreed to reach out to their healthcare provider for backup insulin therapy.